Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to a systemic staph infection. The system was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.